Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing was observed. The patient was asymptomatic. Lead fracture was observed during a pre-op check. The lead was explanted and replaced. The patient was stable post-procedure.